Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that after the pump was implanted, the patient developed an infection in the pump pocket. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The whole system was explanted with plans to implant a new system at a later date. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.